Event description:
It was reported that during implant, the helix of the ventricular lead would not extend. The lead was removed from the body and exercised but the helix still would not extend. The lead was not used and a new lead was implanted during the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.